Event description:
Note: date of event is unk. It was reported to boston scientific corp on (B)(6) 2009, that extractor rx retrieval balloon was used during a calculus removal procedure (pt over 18 years). According to the complainant, during the procedure, the balloon was 15mm in diameter and carrying the 1 cm size stone. The balloon burst when it passed the papilla. A fragment of the balloon was observed inside the duodenum. The fragment was not retrieved since the physician expected it to be eliminated spontaneously. There was no damage noted on the device. The device was removed. Also, the stone was successfully removed. The procedure was completed with another extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt was discharged from the hosp after the procedure.

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).